Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear with his device. He realized in (B)(6) 2010 that his audio processor was not working. During an appointment with his audiologist, it was confirmed that the audio processor was functional. A vibrogram was carried out without obtaining any threshold. The audiological thresholds did not show any change in hearing, the mixed hearing loss is stable.